Event description:
It was reported that prior to use, cardiosave intra-aortic balloon pump (iabp) had helium leak. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,e1(initial reporter,event site email),e3, d9, g3,g1(contact person ¿ mfg site), g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, reported to be leaking helium. Replaced o-ring (0354-00-0208) between cart and console. Performed leak test and results were within limits specified in manual. Checks completed and seen to pass. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.